Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple system pcb assembly and cable connections were evaluated and reseated. The fluoroscopy functions (ffb) and generator interface (gib) software nodes and configuration files were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.